Event description:
It was reported that a 45-year old female patient underwent breast prosthesis implantation surgery with two unspecified mentor saline breast prostheses and suffered left breast implant leak, post-operatively. As a result, the patient underwent breast implant removal and replacement with an unspecified saline implant on (B)(6) 2023.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).